Event description:
The customer reported the fluoroscopic image was noisy/grainy effectively eliminating the ability to view a suable image. No pt death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The fse identified a non-specific failure of the video processing signal chain. No conclusion can be drawn as conclusive repair info is unavailable at this time and no additional service info was provided.